Manufacturer narrative:
The device was inspected by a field service engineer and not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable was broken or torn due to deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken or torn cable due to deterioration. There was no patient involvement.